Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but refered to as a cook celect filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009 at (B)(6) medical center in (B)(6)". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 08/25/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2009 via the right femoral vein due to deep vein thrombosis and pulmonary embolus. Plaintiff is alleging anxiety due to device and does not know if the heart failure and atrial fibrillation are due to the device.

Manufacturer narrative:
Manufacturer ref # (B)(4). Exemption number e2016032. (B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿anxiety, heart failure, atrial fibrillation". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported heart failure and atrial fibrillation is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Additional information: investigation the following allegations have been investigated: organ/vena cava perforation, tilt, pain and limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, but the filter celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient also alleges tilt and organ perforation. Patient further alleges abdominal pain, and pain through out body as well as limited mobility. Per the (B)(6) 2019 report from computerized tomography (CT): "there is an infrarenal ivc filter. The ivc filter is tilted anteriorly with tip of the filter touching the anterior ivc wall on series 3 image 73. The ivc filter appears to be approximately 2.2 cm below the level of the lowest renal vein. There is a clear fat plane between the ivc wall and the distal end of the filter struts measuring approximately 6 mm anteriorly on series 3 image 90, 3 mm laterally on the right on series 3 image 88, and 3 mm laterally on the left on series 3 image 89. The posterior strut is adjacent to the anterior aspect of the l3-l4 disc space. No evidence of filter strut fracture".

Manufacturer narrative:
Manufacturers ref# (B)(4). Reporter occupation: non-healthcare professional. Investigation submitted 18aug2017 is still valid.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.